Manufacturer narrative:
Additional information provided in the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and surgeon stated that, product did not cause or contribute to the event. The patient did not tolerate the iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure the patient experienced very blurry vision and reduced near visual acuity. The iol was exchanged in a secondary procedure. Additional information was requested.